Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during implant this lead had difficulty with helix extension, and once the lead was connected to the device there were observations of out of range high pacing impedances greater than 4000 ohms. The lead was explanted, and a new lead was implanted successfully. It was reported that there were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis and x-ray confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break causing the impedances issues.